Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 650mg/dl, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the patient mistakenly changed the time and date feature while using the bolus feature. The time and date were correctly maintained after the pump was rebooted, and when the battery was removed for less than 24 hours. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.